Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: h2, h3, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, in addition, the following reportable malfunction was found during the device evaluation: error b30. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the xenon light source's power switch was stuck. Pushed inside and won't come out. There was no report of patient harm.